Manufacturer narrative:
Section h4 (device manufactured date) has been updated based on returned product download. The reported reader was returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader did not turn on with a button, strip, or usb cable insertion. The reader was placed to an apollo reader fixture and connected to the power supply. The reader turned on with the home button depression and no sticky switch or slow response from the button was observed. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The DHR for the libre reader was reviewed. The DHR showed the libre reader passed all tests prior to release.section d4 (serial number) has been updated to (B)(6) from unk based on the returned product.

Event description:
The customer reported that the freestyle libre reader occasionally does not turn on with button press. The customer did not have another method of monitoring glucose levels, and subsequently experienced seizure and loss of consciousness. The customer reported unspecified self-treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre reader, and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date enteredis the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that the freestyle libre reader occasionally does not turn on with button press. The customer did not have another method of monitoring glucose levels, and subsequently experienced seizure and loss of consciousness. The customer reported unspecified self-treatment. No further information was provided. There was no report of death or permanent injury associated with this event.